Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the sulu was received with a fully complement of staples and an engaged interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a right hemicolectomy, the stapler did not fire. To correct the condition the nurse changed to a new device. There was no patient injury. The current patient status is stable. No reinforcement material was used.